Manufacturer narrative:
The ggt reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the cell rinse tube. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for ggt on a cobas 8000 c 702 module. Note: the unit of measure was not provided. The initial result was 170. The repeat results were 46 and 44.